Event description:
A healthcare professional reported that the cutting performance was initially ineffective, then worked properly for a period of time during cataract and vitrectomy combination surgery. The surgery was completed on the same day, but it was unknown how the surgery was completed. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.